Event description:
Patient revised for dislocation. Three each slf tapping roof pile scrw30mm removed same product/lot number.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.